Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose due to a bent infusion set cannula. She stated the incident occurred in (B)(6) 2011. She began to feel sick within a couple of hours after inserting the headset. Her blood glucose measured 400 mg/dl and she found the cannula was bent when the headset was removed. She changed the infusion set and injected insulin to lower her blood glucose. Her normal blood glucose level is 150 mg/dl. The headset was inserted manually. The pt did not require treatment from a health care professional or second party to address the issue. The pt was sent replacement product. The alleged product was discarded. No product will be returned for eval.